Event description:
It was reported that the patient's right atrial lead exhibited loss of capture and sensing. X-ray imaging confirmed that the lead was dislodged. The lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to sense and failure to capture. The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. All tines were intact and undamaged.